Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the wire was stuck in the left ventricular (lv) lead. The lead was removed and replaced with a new lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. A guidewire test could not be performed due to a guidewire being stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.